Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the system error 105, which was observed at power up. Eval found the motor flex unsecured from the input/output printed circuit board, motor mount screws severed, and damage to the top plate. The device has impact damage to the rear case, causing damage to the motor. The motor assembly (including the screws) and rear case assembly were replaced.